Event description:
It was reported the night prior to report the patient was sitting on a sofa and pushed a pillow behind her back for comfort. It was stated the patient ¿suspects that the motion of pushing the pillow moved the lead wire out of place.¿ reportedly, the patient initially had stimulation set at 2-3 and now it is at 10 and she only felt stimulation near the lead wire entry point. The patient was redirected to their healthcare provider.

Manufacturer narrative:
Concomitant medical products: product ID: 3625,serial# unknown, product type: screening device. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).